Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right atrial lead exhibited noise resulting in auto mode switch episodes. No device intervention was performed. Patient was asymptomatic throughout and will continue to be monitored.